Manufacturer narrative:
A field service engineer (fse) went on-site and indicated that the nucleated red blood cell (nrbc) chamber was overflowing a small amount of cleaner during shutdown. Fse flushed the pathway from the nrbc chamber to vacuum chamber. The root cause for this event was attributed to tube stopper debris in the bottom of the chamber.

Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a clenz leak in the drip tray in the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. No injuries occurred and medical attention was not sought.